Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was planning to have the implantable neurostimulator (ins) replaced as it was at end of service (eos).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) reached elective replacement indicator (eri) and the patient began to experience problems with both legs. It was then stated that the device usually helps with the problems in the patient's legs. It was confirmed that there was no allegation regarding the ins's longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.